Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been having some unexplained low blood glucose events overnight for the past two weeks. The patient's blood glucose at the time of incident was 50 mg/dl. She usually treats her hypoglycemia with glucose tabs or candy. Troubleshooting was initiated for the low blood glucose levels and no apparent damage or malfunctions were discovered on the pump and its corresponding components. The customer was advised to speak with their health care provider regarding the lows, and to monitor the pump and call back if issues persist. No products were shipped or returned.